Event description:
Customer reported experiencing multiple occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin usage. No additional assistance was necessary.